Manufacturer narrative:
A direct correlation between the device and the reported driveline infection could not be determined through this evaluation. The device remained in use at the time of the reported event. No other complaints were reported for this patient throughout her vad course. The heartmate ii lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in reference to preventing infection, including exit site treatment, are outlined in various sections of this document. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was presented to outside facility with complaints of pain and redness at percutaneous lead (driveline) exit site. A wound culture was found to be positive. The patient was prescribed with oral dicloxacillin and augmentin for 79 days. No further information was provided.